Event description:
User facility reported device was removed from use with patient and clinician was unable to lock needle into the protection device resulting in the clinician enduring a needle-stick injury. The clinician received blood testing and treatment consistent with the hospital's internal protocol for needle-stick injuries. No adverse effects to patient or user reported.

Manufacturer narrative:
Manufacturer completed the entire form. One used sample was returned for evaluation. During functional testing, the needle arm was advanced into the capture shelf with an audible click. No damage, defects or anomalies were observed. A review of the device history records and related documentation did not show any manufacturing issues. As the returned product was confirmed to operate as intended, there was no evidence found to suggest the reported event was device caused.